Event description:
It was reported that the user experienced fluctuating blood glucose while ill, with episodes of both low and high glucose while using the ilet and treating lows with oral glucose. Symptoms included hypoglycemia. Outcomes included temporary impairment that required self-treatment only. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was related to low glucose of unclear cause without evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.